Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-16661. It was reported that on (B)(6) 2019 the patient presented for a follow-up in clinic. Upon device interrogation, episodes of noise were observed on the patient's right ventricular lead. It was noted that all other measurements were normal and that the noise was reproducible by applying pressure to the patient's pacemaker. As a result, the noise was suspected to be a header issue instead but was unknown for certain. On (B)(6) 2019, the device was explanted and replaced along with capping and replacing the lead. The patient was not symptomatic to the event and was stable pre-, during, and post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.